Manufacturer narrative:
Product analysis: analysis was able to confirm that the stylus and cursor were hesitant to move. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the stylus would not work with the programmer on the sensing test screen but would work with the programmer on other screens. Different stylus pens were tried and it was attempted to be used with other implantable devices but the issue remained. The programmer was returned for service. No patient complications have been reported as a result of this event.